Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was calling back to report that after inserting a new battery into the insulin pump, the device alarmed off no power. The customer's blood glucose reading was between 417 and 500 mg/dl; customer treated with manual injections. Customer stated she would monitor the issue and call back if problems persisted.